Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, switch button missing, switch damaged. Per functional testing, the switch was working but damaged. The complaint was replicated. The most probable root cause was due to a fall. The momentary valve assembly and top cover will be replaced, and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the upper button and the lower trigger were missing. Patient involvement was unknown and no additional information was available.

Manufacturer narrative:
After further review, this was found to be a non-reportable event. The event does not meet the definition of a reportable death or serious injury as the malfunction of the device did not cause or contribute to a patient death, a life-threatening event, permanent impairment of a body function or structure, required medical or surgical intervention to preclude serious impairment of a body structure or function. Additionally, the reportable malfunctions list indicates that the device in the reported incident would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, MFR# 3012307300-2024-05299 will be cancelled.